Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes/ perforation (fallopian tube(s)'), pelvic inflammatory disease ('infection (other) describe: pelvic inflammatory disease'), pelvic pain ('painful pelvic pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("pain lower abdomen"), back pain ("lower back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia sexual intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), urinary tract infection ("uti/ infection (bladder/urinary tract/vaginal) type: uti"), endometriosis ("endometriosis"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection") and arthralgia ("joint pain/ joint aches"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal infection, urinary tract infection, endometriosis, vulvovaginal mycotic infection and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure confirmation test(s) results were not specified. Concerning the injuries reported in this case, the following one were described in patient¿s medical records:pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received : events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), yeast infection, pelvic inflammatory disease, pain lower abdomen, lower back pain, joint aches. Reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), pelvic pain ('painful pelvic pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia sexual intercourse"), abdominal pain ("abdominal pain"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and endometriosis ("endometriosis"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, urinary tract infection, vaginal infection and endometriosis outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, genital haemorrhage, pelvic pain, urinary tract infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) results were not specified. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: event injury nos was updated with dysmenorrhea cramping),dyspareunia sexual intercourse, painful pelvic pain, abdominal pain, gen. Abnormal bleeding, perforation: fallopian tubes, uti, vaginal infection, endometriosis. Reporter (consumer) information updated, patient date of birth, age group added. Product indication, product start date updated, product stop date added, and lab data added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.